Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter displayed an error 1 message; the subcode was unknown. The reporter allegedly attempted to reboot the meter to clear the error four times, however the message recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.